Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure removal difficulties occurred. Access was obtained via the radial artery. The diffuse target lesion being treated was in the severely calcified and severely tortuous mid left anterior descending (lad) artery. A non-bsc balloon was advanced to the lad for predilation and multiple dilations were performed. It was noted at this time that there were dissections from the mid to distal lad. A 3.00x10mm flextome cutting balloon was then advanced to the lad and inflated. Upon attempting to remove the flextome balloon it was noted that the balloon was trapped in the lesion. Additional unspecified guide wires and balloon catheters were advanced in an attempt to release the flextome, however this was unsuccessful. The physician was able to remove the device by applying some force to withdraw it. The shaft of the flextome became elongated during the removal attempts. Additional noncompliant balloons were advanced for dilation and it was then noted that a fistula had occurred. The fistula was in the distal lad to left ventricle and approximately 30mm from the mid lad where the flextome had been used. The physician believes that the fistula was caused by a guide wire perforation and that the fistula was not significant enough to impair the functions of the heart. The procedure was ended at this point due to the amount of contrast the patient had been exposed to and the fistula. The patient remained in the hospital to complete the pci treatment. Five days later another pci was performed. It was noted that the fistula in the distal lad was still present. Intravascular ultrasound revealed a large dissection from the mid to distal lad. The mid lad contained a 360 degree calcium ring, 2mm proximal of the dissection. A 3.00x15mm nc quantum apex balloon was advanced and inflated to 26 atms, however it did not succeed in dilating the lesion. A non-bsc balloon was then advanced and inflated to 30 atms. Two promus element stents were than advanced and deployed from the mid to distal lad. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).